Manufacturer narrative:
The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were trending high, but within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace and preanalytical data did not indicate any issues. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable triglyceride results from three patient samples tested on the cobas 6000 c (501) module. Patient sample 1 the initial result was 263 mg/dl. The repeat result was 171 mg/dl. Patient sample 2 the initial result was 237 mg/dl. The repeat result was 141 mg/dl. Patient sample 3 the initial result was 306 mg/dl. The repeat result was 178 mg/dl. The qc and calibration were high and a new lot verification failed, prompting the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 84165901, with an expiration date of 30-nov-2025. The customer stated that the event occurred a day after their water service was out. The field service engineer (fse) inspected the module and was unable to identify the cause of the event. He decontaminated the system and the water tank. He verified the module's performance with hardware checks, calibration, and qcs. The investigation is ongoing.